Event description:
A faradrive steerable sheath clear, farawave catheter, and orion catheter were used during an ablation procedure. The patient was discharged without immediate complications. During follow-up, the patient reported dizziness. A magnetic resonance imaging (MRI) identified a small, asymptomatic cerebral embolism. However, clinical evaluation determined that the embolism was not the cause of the dizziness. A neurosurgical assessment diagnosed peripheral vertigo, attributed to an inner ear condition, which will be treated accordingly. Devices are not available for return due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.